Event description:
It was reported that during a kidney transplant (live donor) procedure, it was observed that the stapler end effector would not open. The stapler was put through multiple ports in an effort to gain access/correct positioning. Initially, the clamp was opening and closing. At time of final placement and positioning the end effector wouldn't open. Stapler was replaced with 2nd stapler that was on the back table. Event was prior to any transection/stapling of the renal artery or renal vein. Surgical delay was minimal due to 2nd stapler being on the back table. There was no patient consequence nor surgical delay reported. No additional information provided..

Manufacturer narrative:
(B)(4). Date sent: 3/10/2026. D4: batch #unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the account/facility name. Please provide device details (product code/lot#/batch#). Was the device locked on tissue with the jaws closed? If yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed did the jaws eventually open? How long was the procedure extended? (Minutes/hours). No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.